Manufacturer narrative:
The pt remains ongoing with the implanted device. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. The bio-medical engineer reported that the pt had signs and symptoms of hemolysis and suspected pump thrombus. Per the center, the pt has a history of non-compliance and is not a candidate for pump exchange or transplant. The plan was to "medically manage" the pt; however, the pt checked out of the hospital against medical advice.